Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump stopped. The patient was told the "pump would give out around (B)(6) 2012." The pump alarmed (B)(6) 2012. A refill appointment was also missed. The patient had medication at a "12" and was walking and active. After dropping down to "5", the patient had more pain, couldn't walk as well, couldn't stand, do laundry, sit, or bend down. An MRI was planned to address the lower back pain. The hcp thought the pain may be due to fibromyalgia. The patient was run over by an 18 wheeler and believed that was the reason for the pain. Per the reporter - the cords were not in her spine." The patient had 2 trips to the hospital, the last one in (B)(6); the patient was having chest pains and nerve pain in her lower back and tailbone. The pump had delivered morphine and was currently empty. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Concomitant medical products: catheter: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown. (B)(4).

Event description:
Additional information was received. It was reported that, earlier in the year of report, the healthcare provider (hcp) could not refill the pump. When he checked the system with scans, it was discovered that the catheter was not in the spine, but was sitting outside in the fatty tissue. As a result, the hcp took the medication out of the pump and refilled it with saline. It was noted that the patient was able to walk and do things when the catheter was in the appropriate place. At the time of report, she was using 15mg flexeril as an oral breakthrough medication, though she had started at 7.5mg. It was indicated that the patient was in too much pain and would require injections at the hospital to relieve her pain. At the time of report, the patient was looking for an hcp to put medication back in the pump and turn it on again, as her current hcp had refused. It was noted that different doctor, that the patient had last seen in (B)(6) 2012, had given her a higher dosage, but made her sign a statement indicating that she knew she was getting a potentially fatal dose. Additionally, at a prior revision performed because the pump was slipping, the physician went in there twice, but never checked the line out. It was stated that the pump contained saline, but had formerly contained morphine. Refer to manufacturer report #3004209178-2013-23910 for details pertaining to the pump revision due to slipping.